Manufacturer narrative:
The complainant sought medical attention and was administered benadryl, pepcid, and a steroid (the complainant could not recall the name of the medication). The complainant also sought medical attention at a walk-in clinic and was prescribed medrol dosepak by the attending physician. Over-the-counter zyrtec was also taken by the complainant. The product involved in the alleged incident, as well as retain samples, were analyzed and all test results were within specifications. Also, a DHR review indicated that there were no deviations from the manufacturing process. To date, the patient is feeling fine and her symptoms have subsided.

Event description:
On (B)(6) 2011, a complainant alleged that after using pdcare surface disinfectant, she developed flushing red skin, hives, and splotches on her face and body.